Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:28. During night drain cycle nine, the patient's ultrafiltration reading was 1615ml, indicating the home patient (hp) drained 3815ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed and the root cause was determined to be one or more cycle's advances to next fill when slow or no flow occurred, above the minimum drain volume threshold. During night drain cycle nine, the patient's ultrafiltration reading was 1615ml, indicating the home patient (hp) drained 3815ml more than their maximum programmed fill volume of 2200ml.